Event description:
Healthcare professional reported a bilateral replacement "due to voluntary recall (other)" and capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Opening observed. Crease fold observed.

Manufacturer narrative:
Additional fax number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reported a left side replacement "due to voluntary recall (other)" and capsular contracture baker grade iii. Device has been explanted.